Manufacturer narrative:
Investigation summary: the event unit was returned for investigation. During functional testing, engineering managed to confirm the complainant's experience of clips scissoring. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective and preventative action (CAPA) has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy - "when the surgeon closed the clips on the cystic duct the clip was crossed and the duct was not closed properly. He finished the surgery with another clip applier. There was the same problem in the previous surgery with another clip applier with same lot nr."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.